Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent sound and that the vibratory features were not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 07/13/2015 with the following findings:the pump powered on to the verify screen with no audio tones. The pump case was removed and the piezo contacts were found to be misaligned. The piezo contacts were re-aligned and the pumps audio tones regained functionality. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.